Manufacturer narrative:
The technician found the cause was the scale power control board is faulty. The technician replaced the scale power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the bed exit alarm sound is very low. The bed is located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).